Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
The patient¿s mother reported her daughter went to bed with blood glucose (bg) reading at 13 mmol/l (234 mg/dl) and 2 hours later she woke up with bg reading ¿high¿ (>27.8 mmol/l) (>500 mg/dl). She was vomiting and had pain in her chest and arm. She took her daughter to the hospital and upon arrival she was diagnosed with diabetic ketoacidosis (dka). She stayed in the hospital overnight. She did not provide any further information regarding the hospitalization or to her daughter¿s treatment.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's ketoacidosis and hospitalization was found. Lot release records were reviewed, and the product lot met all acceptance criteria.the product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Lot number changed from unavailable to l43040. Sequence number changed from unavailable to (B)(4).